Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation, of the triclip steerable guide catheter (tsgc) it was identified that the fluid column would not hold fluid column. Troubleshooting was preformed and a new tsgc was selected. The final tr was grade. There were no adverse patient effects or clinically significant delays reported.